Manufacturer narrative:
The device subsequently was returned to medtronic¿s quality laboratory. Upon receipt, the packaging temperature indicator had been activated, but there did not appear to have been any effect on the device. The valve leaflets appeared to have been excised post explant for histopathology samples. Sections of the wall tissue appeared to have been excised and detached from the stent. A section of the sewing ring adjacent to the non-coronary and left cusps appeared to have been removed during explant. All leaflets appeared to have been excised for histopathology samples. All existing leaflets were slightly stiff but flexible, except where remnants of mineralization extended along the free margin of two leaflets. An abrasion in the belly of one leaflet remnant appeared consistent with historical events for wear on the bias cloth along the inner outflow rail. Minor tissue deterioration due to visible mineralization was observed on two leaflets along the free margin. Due to the receipt condition of the valve, a detailed observation of the leaflets could not be assessed. One commissure appeared to have been excised from the stent. The existing commissure was flat in appearance with traces of degradation. Due to the receipt condition of the valve, a detailed observation of the commissures could not be assessed. Traces of pannus were observed on the inflow of the sewing ring adjacent to the right and non-coronary cusps. Remnants of pannus remained attached to the sewing ring on the outflow and top of the non-coronary left stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed trace mineralization on three leaflet remnants along the free margin and adjacent to the commissural attachment. Based on the received information and the returned product analysis, the observed calcification could potentially cause the cuspal tear. Cuspal tear is a known failure mode that could lead to regurgitation. The reported potential infection did not include the organism that caused the infection, and a copy of the facility¿s histopathological report was not provided to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. There were no issues identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labelling, or sterilization load) that would have impacted this event. Also, the occurrence of infection was more than three years post- implant. Based on the findings from medical journal literature, infection complaints that occur more than 12 months post-implant are largely considered to be community acquired. Therefore, it is highly unlikely that a suspected/confirmed infection originally came from the device or as a result of the valve manufacturing process. Corrected information: the device model and serial number, which previously were unknown, were obtained from the returned device during its analysis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
Additional information was received that the physician thought there may have been a potential for infection contributing to the device failure. The device serial number was attempted to be obtained but was unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 42 months post-implant, this bioprosthetic tissue valve was explanted due to mitra l regurgitation. Upon explant a tear was observed. The valve was sent for histopathologic examination at the explanting hospital. The valve is not expected to be returned to medtronic for analysis. A generic device model was chosen to submit this report, as specific device-identifying information was not provided. Additional information has been requested.